Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with hypertension, hyperkalemia, a phosphate concentration of 14 mg/dl and a bicarbonate level of 10 meq/l. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was advised to report to the hospital following laboratory testing on (B)(6) 2024 in the outpatient clinic. It was explained, prior to this event, the patient was advised by the outpatient clinic to discontinue the use of her liberty select cycler following a leak that occurred on (B)(6) 2024 during a pd treatment. The patient underwent continuous ambulatory pd (capd) utilizing manual exchanges for two days at home and it was found capd was inadequate. The inadequacy of capd caused the patient to become hypertensive, hyperkalemic, while having hyperphosphatemia and metabolic acidosis, demonstrated by low bicarbonate. It was affirmed the patient did not experience a serious injury as a result of the hypertension or abnormal laboratory values. The patient was admitted to the hospital on (B)(6) 2024 and able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s hypertension, hyperkalemia, hyperphosphatemia, metabolic acidosis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has been utilizing a clinic cycler for ccpd therapy since discharge with a new liberty select cycler scheduled to be delivered. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with hypertension, hyperkalemia, a phosphate concentration of 14 mg/dl and a bicarbonate level of 10 meq/l. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was advised to report to the hospital following laboratory testing on (B)(6) 2024 in the outpatient clinic. It was explained, prior to this event, the patient was advised by the outpatient clinic to discontinue the use of her liberty select cycler following a leak that occurred on (B)(6) 2024 during a pd treatment. The patient underwent continuous ambulatory pd (capd) utilizing manual exchanges for two days at home and it was found capd was inadequate. The inadequacy of capd caused the patient to become hypertensive, hyperkalemic, while having hyperphosphatemia and metabolic acidosis, demonstrated by low bicarbonate. It was affirmed the patient did not experience a serious injury as a result of the hypertension or abnormal laboratory values. The patient was admitted to the hospital on (B)(6) 2024 and able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s hypertension, hyperkalemia, hyperphosphatemia, metabolic acidosis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has been utilizing a clinic cycler for ccpd therapy since discharge with a new liberty select cycler scheduled to be delivered. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with hypertension, hyperkalemia, a phosphate concentration of 14 mg/dl and a bicarbonate level of 10 meq/l. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was advised to report to the hospital following laboratory testing on (B)(6) 2024 in the outpatient clinic. It was explained, prior to this event, the patient was advised by the outpatient clinic to discontinue the use of her liberty select cycler following a leak that occurred on (B)(6) 2024 during a pd treatment. The patient underwent continuous ambulatory pd (capd) utilizing manual exchanges for two days at home and it was found capd was inadequate. The inadequacy of capd caused the patient to become hypertensive, hyperkalemic, while having hyperphosphatemia and metabolic acidosis, demonstrated by low bicarbonate. It was affirmed the patient did not experience a serious injury as a result of the hypertension or abnormal laboratory values. The patient was admitted to the hospital on (B)(6) 2024 and able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s hypertension, hyperkalemia, hyperphosphatemia, metabolic acidosis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has been utilizing a clinic cycler for ccpd therapy since discharge with a new liberty select cycler scheduled to be delivered. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.